Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet filter. Broken power prong on power cord.